Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the ins was not real secure at first, the pocket was too large, and the ins flipped over once. The healthcare professional had to back in to fix it and take some efforts to stabilize the ins within the pocket. The ins was fine for a while after the revision. No related patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.